Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation and valve leak and/or damage was received on sep 13, 2024 with lot number 3021413. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed 1 opening assessed as surgical damage. ¿ valve leak and/or damage: no observed valve leak. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported hole in valve." This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported hole in valve." This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.